Event description:
A physician reported that one day after treatment with juvederm ultra in the nasolabial folds, the patient reported blisters and hives all over her body. The physician initially prescribed benadryl and zyrtec. After very little improvement, the physician prescribed a medrol dose pack and pepcid and the symptoms resolved completely, but the patient continues to take the medication. The physician stated that the medications were prescribed to prevent permanent damage. Further follow-up with the physician notes the patient recalls having had similar adverse symptoms after a visit to the dentist. A block using lidocaine was given to the patient before treatment with juvederm at the dentist's office. The physician is not certain if the patient reacted to the juvederm or the lidocaine.

Manufacturer narrative:
(B) (4). Batch number hv24509588 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is impossible to determine.